Event description:
It was reported that during an unknown procedure while firing the device for the third time on intestine there was an incomplete staple line at the distal end. The stapler cut the entire length but there where, according to the surgeons, no staples in the distal end of the cartridge. The staple line had to be over sewn by the surgeon. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with three reloads present. The reloads were received fully fired, locked. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.